Event description:
Patient was revised, due to dislocation.

Manufacturer narrative:
Exact date of primary surgery is unk. Exam was not possible, as the products were not returned. The investigation was limited to the info provided, as the part and lot numbers required to review the device history records and complaint database were not provided. Provided info states the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.